Event description:
It was reported that the lead exhibited no capture. Upon revision, the left ventricular lead was found in the right atrium. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed with no anomalies found. It was noted that that there was blood/body fluid on the distal conductor and the outer insulation was melted.